Event description:
It was reported that, during a da vinci-assisted bariatric revision procedure, the stapler on arm 1 started vibrating and moving on its own. The customer pressed the emergency stop button and removed the instrument. The doctor elected to complete the procedure laparoscopically and undock the system. The customer requested that the system be checked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed follow-up and confirmed the stapler was not firing and it was not clamped on tissue when the issue occurred. The surgeon confirmed that there was no tissue damage and the surgeon elected to convert to laparoscopic surgery. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse tested the universal surgical manipulator (usm) friction and sine cycles. The reported complaint was not confirmed based on the field evaluation. The system was tested and verified to be ready for use. Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) did not replicate nor confirm the reported issue. Review of the logs did not find any errors during it¿s last use. The instrument was placed on different arms on the test system. Instrument did not move on its own during installation or while being driven. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the clamp and fire passed.